Manufacturer narrative:
Given the nature of the allegation, the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical / medical investigation concluded that, based on the limited information provided, the root cause of the reported breakage could not be determined. The evos screws are implantable so biocompatibility is not an issue. The patient impact beyond possible micro-motion and/or migration, and local irritation/discomfort, cannot be determined for the retained broken pieces but as the threaded portion is retained within the bone no impact is expected. No further medical assessment can be rendered at this time. A review of the complaint history did not reveal additional complaints for the listed device. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or potential causes that could contribute to the reported event include excessive forces applied to implant or surgical technique. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that the surgeon was tightening the 3.5x28 evos small cortex screw into the plate, and then the head of the screw broke off, leaving the threaded portion of the screw inside the patient. The procedure was completed without delay with an smith & nephew backup device. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.